Manufacturer narrative:
(B)(4). Batch #: unknown. Investigation summary: per service manual operational and diagnostic analysis did not confirm the reported issue. No further investigation will be conducted on this complaint. Additionally the earth ground nut and earth ground wire were replaced. This was unrelated to the reported issue. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The device history records were reviewed, and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that during an unknown procedure service and diagnostics was requested. The procedure was completed as intended. No potential harm was reported.